Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: return to manufacturer: 3/25/2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled. The lens was cleaned, and haptic damage (bent) observed. Lens damage was also observed but can be attributed to handling and cannot be confirmed to be related to manufacturing. The complaint issue was confirmed; however, this can be attributed to handling and cannot be confirmed to be related to manufacturing and therefore no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed one other complaint has been received for this production order number, but it is not related to this complaint. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, ethnicity¿ unknown, not provided. If implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. If explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis intraocular lens (iol) haptic was bent, and there was patient contact. No further information provided.